Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope and sustaining facial injuries. The pulse generator exhibited intermittent loss of ventricular capture. After increasing the device output, consistent capture was observed. The patient would be monitored.